Event description:
A medtronic representative reported a broken solera driver. It broke where the screw attaches to the driver. This had no impact to the patient's outcome.

Manufacturer narrative:
The site refused to provide patient demographic information. The instrument was not broken as reported, but the tip is twisted. The mechanical failure due to operational context directly caused the event.